Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that on (B)(6), the patient's implantable neurostimulator (ins) had failed and completely turned off. The healthcare provider (hcp) checked the charging history which showed no alarming situations regarding the battery level. Review of charging his tory showed the battery was generally recharged every week when it is about half empty. With the current settings, the ins typically runs out of power completely within two weeks. The period between (B)(6) is approximately two weeks. It was therefore expected that the battery would be completely empty around this time. Reports were reviewed showing that the ins was completely depleted on (B)(6) resulting in stimulation to turn off but was then recharged and therapy was subsequently turned back on. According to the data, therapy was off for about 13 hours. However, it could not be confirmed that the ins was turned off again on (B)(6). Furthermore, the report showed there were abnormal impedance on contact 8 (high resistance) and possibly contact 0 (lower than contacts 1 to 3).

Event description:
It was reported that the device was found to be depleted. The patient was advised to charge more often and the issue was resolved. The cause of the abnormal impedance was not determined, however it was advised to program around the issue and that issue was also reported to be resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.